Manufacturer narrative:
The retention disk from the event unit was returned to applied medical for evaluation, which confirmed that the retention disc had separated from the trocar. The retention disk was inspected and no non-conformances were found. Based on the evaluation of the returned retention disc and the description of the event, it is likely that the trocar was inserted in a way that the retention disc entered the patient anatomy and the retention disc slid off when the trocar was removed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: emergency re-laparoscopy for small bowel obstruction. Event description: the blue flange from the port was retained in the subcutaneous tissue of the patient following removal of the port. This was not noted until 5 days after the surgical procedure. Additional information received via email from applied regional sales manager 02mar21: the patient has been discharged. The component was removed from the patient. They are not aware of any further consequences for the patient. The procedure was performed on (B)(6) 2021. The component was identified on (B)(6) 2021. The initial procedure was an emergency re-laparoscopy for small bowel obstruction- small bowel adherent to pelvic floor mesh. The product is available for return. Additional information received via email from applied medical rep 09mar21: the customer will return only the blue flange from the cfs02, retrieved in the patient abdomen, as the rest of the product has been disposed of by customer. Type of intervention: the component was removed from the patient. Patient status: the patient has been discharged. The component was removed from the patient. They are not aware of any further consequences for the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: re-laparoscopy for small bowel obstruction. Event description: the blue flange from the port was retained in the subcutaneous tissue of the patient following removal of the port. This was not noted until 5 days after the surgical procedure. Additional information received via email from applied regional sales manager 02mar2021: the patient has been discharged. The component was removed from the patient. They are not aware of any further consequences for the patient. The procedure was performed on (B)(6) 2021. The component was identified on (B)(6) 2021. The initial procedure was an emergency re-laparoscopy for small bowel obstruction - small bowel adherent to pelvic floor mesh. The product is available for return. Type of intervention: the component was removed from the patient. Patient status: the patient has been discharged. The component was removed from the patient. They are not aware of any further consequences for the patient.